Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that there were black spots in the top left and bottom right of the screen and black lines across the entire screen that covered the result area.